Manufacturer narrative:
Additional info: b5 - added failure analysis info. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device experienced intermittent defib test failures. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem about intermittent defib test failure on op check was not verified or duplicated during lab tests. The test fixture with the therapy pca under test installed passed all the tests during multiple op check runs. The therapy pca will be scrapped.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced intermittent defib test failures. There was no patient involvement.